Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter facility name: (B)(6) hospital. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6), 2022, the patient underwent the open reduction internal fixation for pseudoarthrosis of the distal tibia. The cortical screw in question was used in diaphyseal positioning. During insertion of the screw, there seemed to be a little resistance due to the bone quality. Then, suddenly the screw got broken under the screw head. The screw thread remained in the bone. The surgeon decided to leave the screw thread in the body. The surgery was completed successfully within 30 minutes delay. No further information is available. This report involves one 3.5mm ti cortex screw self-tapping 36mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part #: 404.836s, lot #: 489p721, manufacturing site: jabil grenchen, release to warehouse date: 11, november 2021, expiry date: 01, november 2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the shank of cortscr ø3.5 self-tap l36 ti, p/n: broke off. The broken fragment was not returned for evaluation. The most likely cause was implantation into hard bone requiring the application of significant torque to insert the screw. The allegation of embedded device was not confirmed as no evidence to assess the condition was provided. Warnings: these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). Be aware that implants are not as strong as native bone. Implants subjected to substantial loads may fail. Precautions: take care not to overtighten the screw. While no root cause can be determined for the reported issue, the breakage condition of the screw was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to post-manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the cortscr ø3.5 self-tap l36 ti, p/n: would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: _susa rev e current and manufactured dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.